Event description:
It was reported that during an implant procedure, an extension screw hole became deformed when trying to secure the lead within the extension. A different extension was used to complete the procedure. No health hazard or health damage to the patient was reported. The surgery was completed without incident. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the extension found that the distal end connector twisted in the molded rubber. It was further clarified that the #1 connector block was twisted in the molded rubber.